Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device') in a 38-year-old female patient who had essure (batch no. A47946) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced infection ("infection") and pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, infection and pelvic pain outcome was unknown. The reporter considered device dislocation, infection and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events per pfs: plaintiff did not undergo essure confirmation test, infection and pain. Lot number and onset date of events were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device'), embedded device ('migration of essure device location of device: sticking out into the uterus cavity') and pelvic infection ('infection (other) - pelvic') in a 38-year-old female patient who had essure (batch no. A47946) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included csf leakage. Concomitant products included amlodipine from (B)(6) 2016 to (B)(6) 2018, atorvastatin from (B)(6) 2016 to (B)(6) 2018, bupropion hydrochloride (wellbutrin) from (B)(6) 2016 to (B)(6) 2018, buspirone from (B)(6) 2015 to (B)(6) 2015 and vitamin d nos (vitamin d) from (B)(6) 2016 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic infection (seriousness criterion medically significant), pelvic pain ("pain") and abdominal pain lower ("pain lower abdomen goes down to my right hip"). In (B)(6) 2013, the patient experienced embedded device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and vaginal abscess ("vaginal boils"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic infection, pelvic pain, vaginal abscess and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation, embedded device, pelvic infection, pelvic pain and vaginal abscess to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: pfs received ¿ patient details added. New events added - vaginal boils, migration of essure device location of device: sticking out into the uterus cavity, pain lower abdomen goes down to my right hip. Previously reported event of infection updated to pelvic infection. Concurrent condition and concomitant medications added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device'), embedded device ('migration of essure device location of device: sticking out into the uterus cavity') and pelvic infection ('infection (other) - pelvic') in a 38-year-old female patient who had essure (batch no. A47946) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included csf leakage. Concomitant products included amlodipine from (B)(6) 2016 to (B)(6) 2018, atorvastatin from (B)(6) 2016 to (B)(6) 2018, bupropion hydrochloride (wellbutrin) from (B)(6) 2016 to (B)(6) 2018, buspirone from (B)(6) 2015 to (B)(6) 2015 and vitamin d nos (vitamin d) from (B)(6) 2016 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic infection (seriousness criterion medically significant), pelvic pain ("pain") and abdominal pain lower ("pain lower abdomen goes down to my right hip"). In (B)(6) 2013, the patient experienced embedded device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), vaginal abscess ("vaginal boils"), perineal abscess ("perineal abscess") and arthralgia ("pain lower abdomen goes down to the right hips"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic infection, pelvic pain, vaginal abscess, abdominal pain lower, perineal abscess and arthralgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, device dislocation, embedded device, pelvic infection, pelvic pain, perineal abscess and vaginal abscess to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2020: pfs received-new events pain lower abdomen goes down to the right hips, perineal abscess were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device') in a 38-year-old female patient who had essure (batch no. A47946) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced infection ("infection") and pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, infection and pelvic pain outcome was unknown. The reporter considered device dislocation, infection and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a (B)(6) female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received: event injury was replaced with migration. Patient demography added. Case is now incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report